Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer has high blood glucose. The customer stated they had a bent cannula and changed it; blood glucose started fluctuating between 289mg/dl-416mg/dl. Customer declined troubleshooting. The customer's current blood glucose was 375mg/dl.